Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing related failure. The evaluation of the returned sample confirmed that the deployment mechanism had been used until the breakage of a force transmitting component occurred which mad a successful finalization of the deployment impossible. The condition of the returned device indicates that high release force was present when the fracture occurred. Increased high release force was present when the fracture occurred. Increased friction is considered the reason for the increased release force and subsequent fracture of the component. Potential factors that could have led or contributed to the deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy as tortuous or calcified vessels may lead to increased friction. Furthermore, the reported event may be use-related as rough handling of the device may lead to deformation and subsequent release force increase. Also the use of a 0.018 inch guide wire is considered a contributing factor to the reported event. On the basis of the information available, a definite root cause could not be determined.

Event description:
It was reported that during placement of the vascular stent in the sfa, a release force increase was felt and the stent could not be deployed. The device was removed without incident and another stent was used to complete the procedure successfully. No patient injury was reported. The evaluation of the returned sample revealed that the stent was partially released.